Event description:
Reporter alleged discrepant back to back blood glucose results of 49 mg/dl at 7:41 am versus 132 mg/dl at 7:44 am. As a result of the comparison, no actions were taken or treatment reportedly received. A request was made for the return of the suspect product and replacement product was sent.